Manufacturer narrative:
The actual sample was discarded by the user facility. The device history record could not be reviewed because the lot number was not provided. As a finished good, qa performs random visual inspections for damaged components prior to product release. (B)(4).

Event description:
It was reported that after multiple attempts to remove the drain, the drain broke and a portion was retained in patient's abdomen. Patient was taken to the operating room for wound exploration and drain retrieval. A small intramuscular abscess was noted and the broken portion of the drain was removed. There were no issues reported with wound drainage during the length of time the drain was in-situ. The patient has recovered and is being followed by the outpatient clinic.